Event description:
It was reported that during attempted insertion of the iab through the introducer sheath, it became caught in the sheath. The insertion was being performed as compressions were being performed and the one-way valve was not being used. The entire assembly was removed and replaced. There were no further complications.